Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was not provided. On (B)(6) 2016 it was reported that the physician was able to easily aspirate the catheter, but was not able to push through the catheter. The physician took an x-ray. No patient symptoms were reported.